Event description:
The reporter indicated that a 12.6mm micl12.6; -11.0 diopter implantable collamer lens was implanted into the patient's left eye (os). It was indicated that the lens was too flat and resulted in minimal clearance over the natural lens, and there was a slight cataract with a "somewhat" hyperopic outcome. The lens was explanted on (B)(6) 2021. A replacement lens of longer length and different power was implanted and the patient is doing quite well.

Manufacturer narrative:
Claim#: (B)(4).